Event description:
Baxter china reported 2 incidents of "clamp malfunction after one month usage" with the transfer set. There is no patient injury or medical intervention reported with these incidents.